Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), uterine perforation ("perforation"), device breakage ("fracturing"), device dislocation ("migration/device was found migrated out of tube but could have moved during the removal procedure"), menorrhagia ("menorrhagia") and cervicitis ("abnormal pap/chronic cervicitis(as per mr)") in a 36-year-old female patient who had essure (batch no. 901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and ambien. Concurrent conditions included overweight and adnexa uteri pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysuria ("bladder or urinary problems or changes: discomfort when urinating"), urine odour abnormal ("bladder or urinary problems or changes: oder in the urine") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced cervicitis (seriousness criterion medically significant), 11 months 23 days after insertion of essure. In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and arthritis ("arthritis like symptoms"). In 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and anxiety ("anxiety"). In 2015, the patient experienced vulvovaginal pain ("vaginal pain"). In 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), visual impairment ("vision/eye problems type: over the last three years my eye sight has declined and I have had to get glasses/decreased over the past three years"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and mood altered ("moody"). The patient was treated with surgery (ablation, colposcopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, cyst, mood swings, depression, dysuria, urine odour abnormal, migraine, headache, dysmenorrhoea, visual impairment, weight increased, anxiety, abdominal pain upper, mood altered and cervicitis outcome was unknown, the menorrhagia, alopecia, dyspareunia, vaginal haemorrhage and arthritis had resolved and the fatigue, vulvovaginal pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, arthritis, cervicitis, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, mood swings, urine odour abnormal, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: test total bilateral occlusion. Pathology test - on (B)(6) 2013: result: diagnosis: 1. Endocervical soft curettage, cytology and histology: negative for squamous dysplasia. Negative for significant endocervical glandular atypia. Reactive squamous change. 2. Cervix, soft biopsy: negative for squamous dysplasia. Negative for significant endocervical glandular atypia. Scant squamous cells with reactive change. Reactive endocervical glandular change with features of chronic cervicitis.; on 28-jun-2018: result: specimens: uterus, cervix and bilateral fallopian tubes. Pre-op diagnosis: pelvic pain. Post ¿operative diagnosis: pathology pending. Surgical procedure: da vinci total laparoscopic hysterectomy and bilateral salpingectomy. Gross description: a narrow, coiled metal wire is present in the right cornu. A narrow, coiled metal wire is present in the proximal lumen of the left tube, and cut surfaces of each tube are grossly.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing") and perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and cyst ("cysts"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, device breakage, perforation, alopecia, dyspareunia and cyst outcome was unknown. The reporter considered alopecia, cyst, device breakage, device dislocation, dyspareunia and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.